Event description:
It was reported that the liquid crystal display (lcd) was distorted while in use on a patient. The patient was transferred to an alternate ventilator without any harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). It was reported that the customer will replace the graphic user inerface central processing unit gui cpu) and have a customer service engineer (cse) install the software.